Event description:
Customer reported via phone, the insulin pump wouldn't turn on after she tried three separate batteries. Customer's blood glucose was 132 mg/dl. Troubleshooting for blank display was performed. The device had not physical damage and it wasn't dropped, bumped, nor exposed to moisture. No damage was noted on the battery compartment or its components. Customer was advised to insert a new battery and display didn't return. Customer then was advised to remove the battery for ten minutes and clean the battery compartment. She inserted a new battery and the display returned. Self-test was performed and device passed. Customer was advised to monitor the device and call back if any issues persisted. Battery cap was also sent to rule out battery cap issues. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.